Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue and resumed insulin delivery. Customers blood glucose was 114 mg/dl. A system check was performed with tandem technical support, the customer reported adding or removing insulin outside the loading sequence. Tandem technical support educated the customer that this is considered off label per tandem user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.